Event description:
Medwatch form rec'd and reports an event date of 03/13/1998 with the following info: "complication during laparoscopic tubal ligation. Bleeding noted in pelvis. Lacerated inferior vena cava was identified as source. Laceration repaired. Pt remained stable. The abdomen has been insufflated with carbondioxide prior to insertion of the trocar. The laceration was found right at the bifurcation at the vena cava, extending somewhat slightly down the left iliac vein. Pt otherwise healthy young female, 6' tall, 155 lbs."

Manufacturer narrative:
Sent 11/09/1998. D5; h4: info not available, device not returned for analysis. H10: rec'd user facility medwatch # 1013817.